Event description:
Event description guidant received information that this implantable coronary sinus lead was explanted and replaced after five months of implant time. The lead has dislodged, resulting in increased pacing thresholds.